Event description:
Customer reported the left monitor will not work. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and troubleshot the monitor and light sensor, but did not report on evaluation results or repair of the system.